Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date and duration not reported) due to thick skin flap. The implant device remains.